Event description:
It was reported that a deployment issue occurred. The 2.50x24mm promus element plus stent delivery system was deployed however additional dilatation was performed to secure the stent to the vessel wall. Another unspecified vessel lost its flow but was fixed. The procedure was completed with a different device. No further patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).